Event description:
It was reported from the system longevity study that the patient had diaphragmatic stimulation from the left ventricular (lv) lead. The pacing polarity was reprogrammed and then the patient returned to the clinic two hours later reporting diaphragmatic stimulation so the pacing polarity was reprogrammed again. It was further reported that it was unable to program the lv pacing polarity to avoid the diaphragmatic stimulation. The lv lead was explanted and was replaced by a different model lv lead in a new vessel. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted and there was apparent explant damage.